Event description:
It was reported that during the procedure to implant the implantable neurostimulator (ins), high impedances of >40000 ohms were reported on contacts 4, 6, 12-15, when checked at 3.0v. There were sporadic impedances, and electrodes affected changed each time impedances were checked. The healthcare provider (hcp) noted that the bottom port was pretty tight. The hcp and manufacturing representative tried checking the lead in a multi lead trialing cable (mltc), which reported normal impedances. There were high impedances in the ports, and they had removed the lead tails and wiped them down with a dry sponge multiple times but they were still showing high. The lead was used during the trial for a staged trial. It was suggested that they swap tails in the ports to see if open contacts followed the lead or stayed in the port. The hcp swapped tails and contact 10 was now open. It was suggested to program open contacts and run stimulation for a short period of time to see if impedances would start to go down. The patient was feeling stimulation or getting stimulation, which was evident by patient movement. It was suggested that they rotate the lead slightly in case contacts were ¿out of round¿ and not making a good contact with contacts in the header block. The hcp swapped tails back to the appropriate location in the header and rotated the lead in the header block. As a result, contact 10 was still showing >10,000 and 40,000 ohms but everything else was in normal range but was still very sporadic with each test. They closed the patient and were going to evaluate at the patient¿s follow-up appointment. The first implantable neurostimulator (ins) was not implanted and was going to be returned for analysis. A different product was implanted. They were confident that the patient was getting stimulation during the procedure. The patient had good stimulation post-operative. There were no patient symptoms reported and the patient was alive with no injury at the time of this report. The manufacturing representative was going to see the patient at his post-op appointment the following week.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete the following.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.